Manufacturer narrative:
Concomitant medical products: 1788t st jude lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and that the wound "was not going to heal." The patient was treated with antibiotics. The system explanted and replaced with a right-sided system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there was erosion of the pocket.